Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks/abrasions instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. Adapter appears severely scratched with abrasions throughout the whole adapter. Although the adapter has scratch marks and abrasions, a mcs scissor tip was able to be attached without issues. Visual inspection was performed and found no external damage to the housing. The housing was removed for inspection and found no internal damages. The input disks were manually articulated with no issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp monopolar curved scissors (mcs) tip fell down multiple times. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the mcs tip accessory did fall off the instrument while in the patient. The tip was retrieved in the same case by the customer, and the instrument was replaced to continue the procedure. The customer noted that there was damage observed on the sp monopolar curved scissors tube adapter that might have caused the issue. There were two mcs tips used, at first, they could not distinguish whether the issue belongs to the tip or the instrument. The customer changed both new tips and instrument, then the second tip fell off again, they just changed to a third instrument and kept using the second tip.